Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient's ipg takes about six hours to charge and when it is fully charged patient gets a discomfort at battery site. The battery may have shifted in the pocket based on physician's assessment since patient is having significant charging issues and pain at the site after charging. Patient feels that something has changed dramatically as patient has lost significant sensation in bilateral feet and feels that legs are so weaker. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return.